Event description:
As reported, during a procedure while fixating the mesh using a capsure device the first two fasteners were fixated. It was reported that during the next attempt a fastener coil came out of the device and did not fixate. The fasteners coil was removed from the patient's body. Another capsure was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device fastener coil failed to fixate and was removed from patient's body. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device confirms the reported event of failure to fixate as there was two loose fasteners received with the return. The device functioned as intended during simulated use testing. The most likely cause of the broken fastener could be the fastener was deployed into another fastener, got stuck, and the coil was then broken when trying to pull the device away. Based on the sample evaluation, a definitive root cause as to why the device did not fixate in use could not be determined. No manufacturing anomalies found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure device fastener coil failed to fixate and was removed from patient's body. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure while fixating the mesh using a capsure device the first two fasteners were fixated. It was reported that during the next attempt a fastener coil came out of the device and did not fixate. The fasteners coil was removed from the patient's body. Another capsure was used to complete the procedure. There was no patient injury.